Event description:
It was reported that the syringe plunger stopped with 2 hash marks left on the syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical external damage was found on the device. Left plunger case had broken screw boss. The root cause of the reported issue was found to be normal wear for the device to be out calibration after using the device for multiple times for long periods of time. Actions were taken to mitigate the reported issue: re-calibrated the device and performed preventative maintenance. Performed all functional test on the device which passed.